Event description:
On (B) (6) 2009, during a routine MRI exam, the hitachi echelon 1.5t MRI scanner suffered an electrical malfunction that resulted in a loud noise, a momentary flash of light, and dark smoke to be emitted from the MRI magnet assembly. The pt on the table at the time was removed from the scan room immediately. The site lead technologist estimated that the pt was exposed to the smoke for only about a minute and that he and the technologist assisting him were exposed to the smoke for about 3 minutes before the scan room exhaust fan was turned on and the door shut to prevent further exposure. The lead technician reported that there was no evidence of a fire. The technologists and other staff indicated that they suffered temporary headaches and some nausea due to the smoke and subsequent smell. There were no burn or other injuries to the pt or site staff.

Manufacturer narrative:
The echelon system suffered a short circuit in the gradient subsystem that caused a momentary electric arc which burnt a hole through the gantry cover and scorched some nearby components. Inspection revealed that the gradient coil sub-assembly shorted internally. The coil is an assembly of copper wire inside a cylindrical form made of glass reinforced epoxy resin. The material is similar to what is used on common printed circuit boards used in most electronic devices. At the time the electrical short occurred, the pt was positioned on the table pallet which protected the pt from the electrical arc. There was no evidence of fire or heat damage beyond what was caused by the initial short circuit. The coil was evaluated by the MFR. The root cause of the failure was a mfg defect specific to that coil. The coil in question had been re-manufactured to change the gradient coil electrical terminals. The upgrade involved brazing new terminals to copper conductors which were inside the assembly. The soldered connection was degraded due to the amount of heat input during the fitting of the replacement terminal strips. Over time the degraded solder connection further deteriorated due to mechanical vibration and high ac current. This ultimately led to the failure of the terminal connection and the short circuit. The component MFR confirmed that no other coils used on any echelon devices were subject to the re-mfg process.